Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: n/a. The lens remains implanted. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that female subject was complaining of blurred distance vision and felt off balance in her right eye (od) after a week postop visit. The surgery center dilated her od and determined that the temporal haptic out-of-bag in sulcus needs repositioning. Reportedly, iol remains implanted with the haptic out. Repositioning was scheduled on (B)(6) 2018. It was noted that there was no surgical complication. Through follow-up, the subject had appointment on (B)(6) 2018. Ucdva (uncorrected distance visual acuity) = 20/40, bcdva (best corrected distance visual acuity) = 20/20. Trace cells and an iris transillumination defect were noted. Patient was scheduled to be seen again on (B)(6) 2018. The patient was prescribed with antibiotics and there was no medical or surgical procedure perform other than the repositioning. The lens remains implanted. No additional information provided.

Manufacturer narrative:
Additional information revealed that at the 6-month visit, the patient was very bothered by halos and starbursts, causing them a lot of difficulty while driving. There is no plan to explant the lenses, and the subject did not want any additional action taken at this time. Through follow-up it was revealed that the patient did report halos and glare and starbursts at the 1-month visit but reported them as not significant. The investigation site only reports issues if they are considered significant. As a result the following fields have been updated: patient code 2227 - halos. Patient code 2140 - starburst. Patient code 3191 - glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR 9614546-2018-00865, it was noted that the reported trace cells (an indication of inflammation) and the iris transillumination defect, were not recorded in patient code. The following fields should have been populated: patient code: 1932. Patientcode: 3191 - iris transillumination defect. Additional info: additional information received indicated that at the 1 month post op visit the patient complained of double vision while driving. Reportedly, there are no plans for additional actions. Bcdva (best corrected distance visual acuity) at one month post-op was 20/25 od (right eye) and 20/20 -1 os (left eye). The following field was updated accordingly: patient code: 3191 - diplopia. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: the unmasking of the complaint product revealed the product is a symfony lens, therefore, the following field has been corrected: product code: poe. Additional data: additional information received reported the intraocular lens (iol) model and serial number (sn) as zhr00 sn: (B)(4). Brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00u0200. Expiration date: 3/28/2023. UDI number: (B)(4). Device manufacture date: 3/28/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.